Event description:
It was reported during an unknown procedure that there was a steady tone with the test tip. Another like instrument was used. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 9/17/2007. Evaluation summary: error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The hand piece was noted to no longer meet the specifications for continuity. Also, the coating material of the housing was noted to be flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary evaluation revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.